Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a unspecified plum a+ infusion pump. The customer reported on a friday night, the pump was on neosynepherine and vasopressin drip for hypotension. Patient was previous on levo but went into atrial fibrillation and was then switched to neosynepherine. The next shift the doctor was putting in an art line. The patient was maxed on vasopressin (cardio-vascular dose) at .06 u/hr and neosynephrine at 1 mcg/kg/min. The eicu noted that the infusion rate by dosage on the pump did not match what the infusion rate by dosage should of been in cerner. The staff tried the drug library in the pump for the gi and cardio vascular setting and nether one matched what the infusion rate should be. The pump infusion rate was manually programmed into the pump it in and it matched with the e-mar rate. Later, the nurse compared the pump¿s drug library to a different pump¿s library and found that the original pumps library and found that concentrations were significantly different with multiple drips and did not match our the facility¿s current concentrations. The vaso and neo bed 12 was on were under dosed by our the facility¿s current concentrations. They changed out the pump and tagged it. The pump in question just had preventative maintenance in august. There was a patient involvement; however there was no harm reported.

Manufacturer narrative:
Additional information can be found in b3 & b5 initial reporter address 1.

Event description:
Additional information was provided by customer on (B)(6) 2022 stating the blood pressure was low with a map < 65 mm/hg. Patient¿s actual dose of neosynpherine was .25 mcg/kg/hr not 1 mcg/kg/hr as indicated by the pump settings and the vasopressin actual dose was .02 units/hr and not .06 units/hr as indicated by the pump. There was a delay in therapy. Patient did not receive the indicated dose of vasopressors until the error was found and corrected. There was no medical intervention required other than correcting the drug calculations. The nurse manually programmed the dosage and volume in the pump. After that, trouble shooting the pump and finding out that the drug library was not their standard library. Pump was taken out of service and vasopressors were changed over to a pump with the correct library. The patient was hypotensive before and during the issue. After the issue was corrected, blood pressure improved. Neosynephrine was started prior to 1900 and vasopressin was added around 2200. The patient was on continuous infusion, pump was reprogramed to correct concentration and pump taken out of service and replaced when the drug library issues were discovered.